Event description:
A surgeon reported that an intraocular lens (iol) implanted during a cataract procedure was calculated to be positioned at 10 degree, however it was located at 175 degree postoperatively. Additional procedure for iol rotation was performed on (B)(6) 2015. After rotation the iol was located at 14 degree and the patient was reported to have a good visual acuity. Additional information has been requested and received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).